Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, patients was not showing. While going to 'all available patients' at this station, patients were not showing. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, patients was not showing. While going to 'all available patients' at this station, patients were not showing. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station facility formulary management error. The technical support specialist (tss) dialed into the medstation pnicu and identified that the medstation had been renamed, but the computer name remained unchanged. The tss proceeded to update the computer name to pnicu and verified the patient assignments for the station, confirming that patients were listed under the "all available patients" tab. The tss noticed the station wasn¿t functioning as expected¿clicking on 'all available patients' was taking users directly to the 'facility search' screen. To correct this, the tss unchecked the 'default global patient search' setting, which resolved the issue. The customer confirmed that the issue was resolved. The system functioned as intended technical support specialist troubleshot the device.